Event description:
International affiliate reports the tip of the instrument broke off from the driver during surgery. Reports tip breakage did not result in any adverse consequences to the patient. There was no delay.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Visual examination revealed that breakage occurred at the driver¿s distal tip. The second half of the tip was not provided with the part. No other defects or abnormalities were observed during the evaluation of the product. The returned driver shaft was found to meet hardness specification requirements. Scanning electron microscopy (sem) analysis revealed plastic deformation at the hex lobes and torsional shear markings at the center of the part following a circular pattern, suggesting that the driver underwent a quasi-static torsional shear failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record (DHR) acknowledged that no issues were identified during the manufacturing and release of this product that could have been attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. Although no definitive conclusions can be made, the results of sem analysis suggest that the driver underwent a quasi-static torsional shear failure during usage. In the absence of an identified device manufacturing/release issue or observed trend, this complaint will be closed with no further action required.